Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact v-go client multiple times. Information available is limited to intake from original call to customer service. Type 2 dm, v-go 20 client for 1 day, type of insulin unknown contacted customer service asking where the button cover is located. Client reported her blood sugar was at 50. A blood glucose reading of 50 is low and could be considered serious. Recurrence can also be serious. The client is unaware if the device was filled with insulin. At the time of the call to customer service the client was transferred to the training line and advised to follow hcp advice when low blood sugar reading is reported. No additional information is available regarding the v-go device. No information or contribution factors are available. No follow-up care information is available. It is possible the v-go device contributed to the reported low blood glucose reading. Device evaluation: one device was received and evaluated. The user reported that they were new to the v-go product and had just been trained. Based on the amount of blood visible in the needle button area and that the needle was bent over, it is probable that the user attempted to apply the v-go after pressing the needle button down, resulting in pending the needle and then bleeding from the application site. If the needle was bent prior to activating the needle release button, the needle will not retract into the device. The likely root cause of this complaint is assimilation to v-go therapy.

Event description:
The patient reported that they were just trained by a v-go trainer, and they thought the trainer set up the device but they could not tell if there was insulin in the v-go. The patient could not find the button cover. The call center agent assisted the patient, directing them to the viewing window of the device, but the patient was unable to tell. The patient their blood sugar was 50 but wanted to figure out the device before they ate something. The patient was transferred to the training line. The device was reported to be available for return to the manufacturer for evaluation.